Event description:
It was reported that the at/af diagnostics on the implantable pulse generator (ipg) is underreported. The percent of time in mode switch and the number of atrial high rate episodes are also underreported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2009 (B)(6). (B)(4).